Event description:
It was reported the procedure was being performed on a (B)(6) female pt, (B)(6). In cardiac arrest. During insertion into the pts subclavian, the 4mm needle broke off at the hub with light movement. As a result, another kit was used. See MDR #3006425876-2012-00072 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.